Manufacturer narrative:
Additional information: b3, b5, d9, d10, g3, h3, h6 d10 concomitant product: sigadaptshort, sig power sigadaptshort lin short adapt (serial#: (B)(6)); unegiatri, unknown egia tri staple (lot#: unknown); egia60amt egia 60 artic med thick sulu (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the device was tested on some gauze materials. The firing was initiated with a double click on the lower rotation button, and the display changed from firing mode two to firing mode three. However, the firing was interrupted shortly after with the excessive force indicator, and the firing stopped. Two reloads were used. There was no patient involvement.

Event description:
According to the reporter, the device was tested on some gauze materials. The firing was initiated with a double click on the lower rotation button, and the display changed from firing mode two to firing mode three. However, the firing was interrupted shortly after with the excessive force indicator, and the firing stopped. There was no patient involvement.

Manufacturer narrative:
D10 concomitant products: unk-sigadapt, unknown signia egia adapter (sn:unknown); unknown egia su, unknown endo gia sulu (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A visual inspection of the returned photos noted that a handle in a clamshell was with a connected adapter. The handle screen showed the excessive load detected screen. The handle displayed the serial number. A review of the system logs showed that the handle was running version v29.6 and had procedures remaining. Further evaluation of the returned data noted that the handle displayed an excessive load warning during firing. The user did not attempt to continue firing and pressed the open key. This caused the knife blade to retract before it reached the endstop. It was reported that the device partially fired. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that excessive load was detected during use. The reported issue was confirmed. The most likely cause was the handle functioning as intended. The handle exceeded the force limit of the strain gauge and caused the high firing force screen to appear on the handle as a safety measure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when the stapler stops while firing, release the down/fire button, and any other button or toggle that may be pressed. Inspect the stapling reload for an obstruction, excessively thick tissue, or for completion of firing. If continued firing is desired, attempt to complete the firing by pressing and holding the down/fire button until completion of firing. If the stapler is unable to complete the firing, press up on the toggle to retract the knife of the reload to the fully clamped position. Press and hold up/open again to fully open the jaws of the stapling reload. If unsuccessful in removing the stapling reload from the tissue, refer to the instructions for use section to remove the reload. If that fails, follow the instructions described in the alternate opening procedure or in the manual retraction tool procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.